Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex with shield pushwire was returned without pipeline flex shield braid. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No damage was found with the returned catheter. No other anomalies were observed. The pipeline flex with shield brain was not returned therefore; the event cause could not be determined. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery with a max diameter of 7mm and a 3.9mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that during the procedure, the distal end of the pipeline did not open properly. The device was not in a bend, more than 50% had been deployed, re-sheathing was done more than two times, and no additional steps were taken to open the pipeline. The pipeline was removed from the patient along with the microcatheter. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a marksman 27.